Event description:
A customer reported that during the middle of a procedure, an error occurred and the cutter did not cut well. Additional information from the nurse indicated that the cutter and system were exchanged to complete the case without harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported event but did observe system advisory "draining cassette. Please wait" several times in the event log. The cutter operation was verified at 5000cpm and 7500cpm. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar events reported for this system. The root cause of the customer reported event is unk. (B)(4).